Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-16989, 1627487-2021-16987, 3006705815-2021-04565, 3006705815-2021-04564. It was reported that the patient is experiencing pain and discomfort at the implant site. As a result, the system was explanted to address the issue.